Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician identified the stent struts of the 3.0x4mm liberte stent were damaged and the device could not be used.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician identified the stent struts of the 3.0 x 24 mm liberte stent were damaged and the device could not be used.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. There was contrast in the inflation lumen. The presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. The stent had moved on the balloon 1mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The tightly folded balloon indicated the device was subjected to no positive (inflation) pressure. There were multiple stent struts stretched and bent in various locations throughout the length of the stent. The magnified inspection presented no damage or irregularities that could have caused or contributed to the confirmed stent damage and stent moved on balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).